Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation, seroma-late, and anxiety.

Event description:
Patient reported, right-side "pain in the chest region," "fluid is in the region of the prostheses," "inflammation process in the sternum region," and "textured." The device remains implanted.